Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("retained essure tab at right cornua") in a 46 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: complication of device removal ("complication of device removal" on (B)(6) 2017). The patient had a medical history of ovarian cyst, dyspareunia, pelvic pain female, sexually transmitted disease, obesity, varicella, depression, parity 5 and multi gravida. In 2013, the patient had essure inserted. On (B)(6) 2017, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted: surgical pathology report date is (B)(6) 2017 and explant date is recorded as (B)(6) 2017. Complications: retained essure tab at right cornua - decision was made to obtain abdominal xray in pacu to locate the essure tab. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.948 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: she underwent an essure sterilization in 2013, had her follow-up hsg on 26aug2013 which was confirmatory. [Pathology test] on (B)(6) 2017: surgical pathology: final diagnosis. A) left fallopian tube and essure coil, salpingectomy: - complete cross section and fimbriated end of unremarkable fallopian tube. B) right fallopian tube and essure coil, salpingectomy: - complete cross section and fimbriated endo of unremarkable fallopian tube. Clinical history: patient g5, p3-2-0-5 female who underwent essure sterilization in 2013 with recent development of daily abdominal pain, back pain, and side pain. Gross description: designated "left fallopian tube and essure coil" is a segment of fallopian tube with fimbriated end (6.7 x 1.0 x0.6 cm) and 2 coiled wires (8.4 x 0.1 x 0.1 cm and 2.5 x 0.2 x 0.2 cm respectively). The serosal surface of the fallopian tube is tan-purple, smooth, and intact. The fallopian tube is serially sectioned to reveal a pinpoint lumen and is grossly unremarkable. Designated "right fallopian tube with essure coil" is a segment of fallopian tube with fimbriated end (5.8 x 0.9 x0.6 cm) and 2 coiled wires (13.5 x 0.1 x 0.1 cm and 2.6 x 0.2 x 0.2 cm respectively). The serosal surface of the fallopian tube is purple-pink, smooth, and intact. The fallopian tube is serially sectioned to reveal a pleural and is grossly unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("retained essure tab at right cornua") in a 46 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: complication of device removal ("complication of device removal" on (B)(6) 2017). The patient had a medical history of ovarian cyst, dyspareunia, pelvic pain female, sexually transmitted disease, obesity, varicella, depression, parity 5 and multi gravida. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017,, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted: surgical pathology report date is (B)(6) 2017 and explant date is recorded as (B)(6) 2017. Complications: retained essure tab at right cornua - decision was made to obtain abdominal xray in pacu to locate the essure tab. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.948 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: she underwent an essure sterilization in (B)(6) 2013, had her follow-up hsg on (B)(6) 2013 which was confirmatory. [Pathology test] on (B)(6) 2017: surgical pathology: final diagnosis a) left fallopian tube and essure coil, salpingectomy: - complete cross section and fimbriated end of unremarkable fallopian tube b) right fallopian tube and essure coil, salpingectomy: - complete cross section and fimbriated endo of unremarkable fallopian tube clinical history: patient g5, p3-2-0-5 female who underwent essure sterilization in (B)(6) 2013 with recent development of daily abdominal pain, back pain, and side pain. Gross description: designated "left fallopian tube and essure coil" is a segment of fallopian tube with fimbriated end (6.7 x 1.0 x0.6 cm) and 2 coiled wires (8.4 x 0.1 x 0.1 cm and 2.5 x 0.2 x 0.2 cm respectively). The serosal surface of the fallopian tube is tan-purple, smooth, and intact. The fallopian tube is serially sectioned to reveal a pinpoint lumen and is grossly unremarkable. Designated "right fallopian tube with essure coil" is a segment of fallopian tube with fimbriated end (5.8 x 0.9 x0.6 cm) and 2 coiled wires (13.5 x 0.1 x 0.1 cm and 2.6 x 0.2 x 0.2 cm respectively). The serosal surface of the fallopian tube is purple-pink, smooth, and intact. The fallopian tube is serially sectioned to reveal a pleural and is grossly unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.